Manufacturer narrative:
(B)(4). The reported complaint for "frequent possible helium loss 3(2) alarms" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
Reported as "possible iab abrasion. Frequent possible helium loss 3(2) alarms". It was reported that "possible helium loss 3(2) alarms all day. Prior to calling the support line, they had exchanged consoles, exchanged the helium driveline, and emptied the condensation bottle. The alarms increased in frequency. There was no evidence of blood in the tubing. The alarms persisted after repositioning the patient and taking the tubing out of the knee immobilizer. Iab removed and replaced with a 50cc iab. No further alarms". The 2nd iab was inserted at the same insertion site. No patient harm or injury.

Event description:
Reported as "possible iab abrasion. Frequent possible helium loss 3(2) alarms". It was reported that "possible helium loss 3(2) alarms all day. Prior to calling the support line, they had exchanged consoles, exchanged the helium driveline, and emptied the condensation bottle. The alarms increased in frequency. There was no evidence of blood in the tubing. The alarms persisted after repositioning the patient and taking the tubing out of the knee immobilizer. Iab removed and replaced with a 50cc iab. No further alarms". The 2nd iab was inserted at the same insertion site. No patient harm or injury.

Manufacturer narrative:
(B)(4).